Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan via email. In this email, the patient alleged that the subject device was reading inaccurately high compared to his feelings and/or normal readings. This complaint has been classified based on information obtained from the lay user/patient's correspondence. It is not known when the alleged inaccuracy issue began; however, the patient alluded that it had been ongoing. The patient claimed that prior to leaving work on an unknown date in late february (year not specified), he tested his blood glucose with the subject meter and obtained a reading of "97 mg/dl" which he now believes was inaccurately high. The patient manages his diabetes with insulin, and it is not known what changes, if any, he made to his usual diabetes management regimen in response to alleged issue. The patient reported that whenever he drove over 5 miles, he would make sure that his "blood sugar was about 200 mg/dl"; however, on this day, when he got to his car, he stated he felt "lightheaded" and that before he started driving, he self-treated by drinking some juice. The patient reported that as he was driving, he "took a wrong turn and began driving away from home" and that he felt like his blood glucose was getting lower because he was "disoriented", "had a lack of focus" and his "coordination was lacking". The patient reported that due to his symptoms, he was unable to test his blood glucose using the subject device; however, he did advise that he continued to self-treat his symptoms by drinking more juice. The patient reported that "even after drinking 4 bottles of grapefruit juice", he continued to have an "insulin reaction". The patient advised that he was "driving aimlessly and lost" and that an unknown time later, he saw a gas station, pulled in, "walked spastically to the door" and bought two lemonades to drink. The patient stated that once he became oriented, he spoke to his wife and drove home; advising that it took him two and half hours when it usually takes 35 minutes. Once at home, the patient reportedly tested his blood glucose and claimed that "it was high"; however, no numerical result was provided. The patient stated that he "almost hit pedestrians and cars" and that he "was almost hit by other cars". Based on the information provided, it is not possible to determine if at the time of the alleged event, the subject test strips had been stored correctly or open beyond their discard date. It is also not know if the patient was following the correct testing procedure, if the unit of measure was set correctly at the time of testing or if an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after obtaining the alleged inaccurately high blood glucose result on the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.